Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on or about (B)(6) 2010, the patient underwent a l3-s1 and l4-l5 lumbar fusion surgery in which stryker avs pl cages and rhbmp-2/acs were used. It was reported that on or about (B)(6) 2011, the patient underwent a l1-l2 bilateral plif in which stryker avs pl cages and rhbmp-2/acs were used. It was reported that on or about (B)(6) 2011, the patient underwent a l2-l3 bilateral plif with stryker avs pl cages and l2-l3 plf in which rhbmp-2/acs was used. It was reported that following the surgery, the patient began to develop severe back pain and radiating pain to his legs.

Event description:
It was reported that on (B)(6) 2011, the patient presented with pre-op diagnosis : l1-2 instability status post remote l2-s1 posterior lumbar interbody fusion. C4-6 spondylosis with spinal cord compression status post c4-6 anterior cervical discectomy and fusion . The patient underwent following operating procedures: removal of posterior lumbar spinal hardware ¿ bilat l2-s1 set screws, two cross links and two rods. Exploration of bilat l2-s1 fusion mass. L1-2 bilat plif with cages filled with bmp, dbm and bone marrow aspirate. L1 decompressive laminectomy. L1-2 bilat total facetectomies. T10-1 bilat posterior segmental instrumentation with pedicle screw system including new rods from t10-s1. T10-l2 bilateral posterolateral fusion with non structural locally harvested autograft , dbm and bone marrow aspirate. Bone marrow aspirate harvest from the right posterior iliac crest. Per op-notes, ¿.. A trial was then placed in the disk space and ap and lateral fluoroscopy taken. Two cages were filled with bmp , dbm and bone marrow aspirate attempted to the disk space . .. Entry points were then drilled into pedicles bilaterally at l1, t12, t11, t10 . Pedicles were then probed and tapped . Screws were then placed .. ..¿